Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported that she started seeing an orthopedic doctor who recommended she have back surgery. She had 5 issues and he could fix 3 of them. The other 2 she would have to live with. The patient inquired if the device should help those 2 things and it was reviewed that the lead is placed at a fixed point and could treat issues in a certain area, depending on the issues. The patient was experiencing a lack of stimulation sensation, a lack of effect, and pain. This was occurring daily. No falls, positional movement, or recent medical tests or emi were related. The patient was redirected to determine the cause of the pain in the lower back and if the if the 2 issues could be addressed by the device. This was stated to be a gradual change in therapy/symptoms. She had never felt stimulation since implant but the symptoms were controlled for a while. The patient also experienced pain when turning over in bed on the right side. It was also alleged that the implant was lower than it used to be. Unknown surgeries occurred at unknown times. Relevant medical history included non-malignant pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Event description:
Additional information received reported that the patient had an appointment on (B)(6)-2015 to check the stimulation. Nothing was done. If additional information is received, a supplemental report will be sent.